Manufacturer narrative:
B3: date of event - estimated as 01 january 2023 as 2023 was the year the social media comment was made. D6a: implant date- estimated as (B)(6) 2022 as 2023 was the year the social media comment was made, and the comment noted that they had the watchman implanted about a year ago.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a thromboembolism, stroke, and seizure occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately one year post procedure, the patient experienced a mini stroke due to a blood clot blocking the flow to the brain, resulting in a seizure. The patient was placed on medication in response to the event. No further information was provided.